Manufacturer narrative:
The insulin pump was received with a reservoir tube lip that was completely broken off, and the reservoir did not stay in place. The insulin pump was missing the reservoir tube seals and had minor scratches to the display window. (B)(4).

Event description:
The customer's mother reported via telephone call that the reservoir would not screw into the insulin pump anymore and that the blood glucose had been running high. The blood glucose reading was 370 mg/dl and the parent stated that troubleshooting for the high blood glucose had already been done. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis.